Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced chest pain while in recovery from a post-implant procedure. The physician ordered x-ray's where it was observed that the patient had right sided pneumothorax. The physician explanted the right atrial lead. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.